Event description:
When they received it they ran the normal tests - checked out fine. Took the unit to the pt's home, ran the normal tests again - checked out fine. Pt was placed on vent. Later that day the pt got into the car, had driven 4 blocks when the device gave a constant low pressure/disc/sense alarm which could not be cleared. The device was not delivering volume (believes the turbine was stopped). No pt harm. The device was received at the office yesterday. They tried to run the vent but experience the same constant low pressure/disc sense alarm.